Manufacturer narrative:
D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned. Visual inspections & results: lockout position, and cartridge condition, unfired; and cartridge return batch number, k00w4v. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke, good; and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not open" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. This inquiry was originally reported as an rpo "record purpose only." Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported that the device was used during a v.a.t.s procedure. It was reported by the affiliate that the jaws of the device would not open after being inserted into the thoracic cavity. The device finally opened. There was no pt consequence.